Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the implant was removed and replaced due to an unknown reason.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1. A site of leakage was identified underneath the connector on the exhaust tubing of cylinder 2. No anomaly could be observed upon microscopic inspection of the connector or exhaust tubing. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the connector which was connecting the exhaust tubing of the pump to the exhaust tubing of cylinder 2 had been leaking. A failure of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to additional information received, the implant was cycled; however, the cylinders failed to inflate, and the pump was flat, indicating a fluid loss.

Manufacturer narrative:
Correction h6: medical device problem code a26 was removed.

Event description:
According to additional information received, the implant was cycled; however, the cylinders failed to inflate, and the pump was flat, indicating a fluid loss.